Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the guide wire was returned without blood visible. There was contrast on the coils, consistent with preparation for use. The shaping ribbon was separated 1mm distal to the center solder, confirming the reported separation. The tip coils were separated and stretched for a length of 6.5 mm distal to the center. The separated portion, including the tip ball was not returned. Sem analysis was performed and suggested that the shaping ribbon and coil may have been subjected to tensile overload which may have caused the shaping ribbon and coil to fail and detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. It was reported that guide wire became trapped on a stent, indicating the wire may have gone through a stent strut, and upon removal from the anatomy, it was noted to be separated. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. The tip coils are stretched as the shaping ribbon most likely separated first, then as the guide wire was attempted to be withdrawn from the anatomy, the tip coils stretched and also separated under tensile overload. Per the instructions for use (IFU), "do not push, auger, withdraw or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage." Overall, based on the case description and analysis of the returned product, it appears that the reported guide wire becoming stuck on a stent strut and guide wire tip damage and separation are related to circumstances during the procedure, and there does not appear to be any indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. Manufacturing performs a non-destructive tip pull test on each guide wire, performs 100% visual inspection and performs outer diameter inspection, all prior to packaging. Quality control performs on line reliability test and verifies product quality, including visually inspecting a sampling of products after they are secured in the dispenser package.

Event description:
Device issue: separated guide wire tip. Time of device issue: during the procedure. Adverse event: required intervention. Onset of adverse event: during the procedure. It was reported that during the procedure, an unknown stent was deployed in the right coronary artery (rca). The ht floppy guide wire was removed after the stent was deployed. The guide wire was readvanced to treat a different lesion; however, it became caught on the stent in the rca and upon removal, the tip of the guide wire separated; however, this was not noted until the guide wire was removed from the patient's anatomy. The separated guide wire was compressed against the vessel wall with a stent. Reportedly, the patient outcome was good and the patient was discharged on (B)(6) 2010. No additional info was provided.